Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that a customer's device did not show an ECG waveform when using quik-combo electrodes with redi-pak connect system during a patient event. The lot number of the electrodes was #535067. Without the ECG waveform displayed, the user may not be able to determine if defibrillation is needed. The electrodes were applied to the patient's chest and only a dashed line in paddles lead was shown on the device display. The customer then switched to a back-up device and connected the same electrodes and observed there was also no ECG waveform present. A new set of quik-combo electrodes with redi-pak connect system were connected to the first device and then the ECG waveform was displayed. The patient did not survive the event however the medical provider on scene stated the device did not contribute to the patient's outcome. No other details about the patient or event were provided.

Manufacturer narrative:
The customer advised that they did not evaluate the device as they isolated the reported issue to the defibrillation electrodes used during the event. The defibrillation therapy electrodes used during the event have been returned to physio-control for evaluation. After evaluation, the reported issue could not be duplicate or verified with the returned electrodes.